Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed non-sustained ventricular tachycardia that appeared to be noise oversensing episodes. During the oversensing episodes, pacing inhibition and pauses occurred. The sensitivity on the lead was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.